Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and informed that quality controls had performed well and given no indication of assay issues. Siemens dispatched a siemens customer service engineer (cse) to the customer site. The cse adjusted the tube lifter up position and verified the substrate and water dispense volumes and the vacuum pump operation. The cse inspected the wash spinner mechanism and verified the wash spinner speeds. Qc was run and verified by the customer. The system is performing according to specifications. No further evaluation of the device was required.

Event description:
The customer obtained discordant falsely positive human chorionic gonadotropin (hcg) results for one patient sample on the immulite 2000 xpi instrument. The discordant result (68 iu/l) was reported and questioned by the physician(s). The customer used the same patient sample and instrument to perform repeat testing on (B)(6) 2020. The sample ran in triplicate, and the results were negative. The customer issued a corrected report and informed siemens that repeat results obtained on (B)(6) 2020 are consistent with the previous negative hcg results obtained for the patient. There are no reports of patient intervention or adverse health consequences due to the falsely positive hcg results.